Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken handle door; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flo-gard infusion pump with a broken handle door was confirmed and reproduced during evaluation. The root cause was not identified but it was attributed to mishandling. The door latch was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the quality engineer has identified physical damage to the door latch as the assignable cause.